Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and duplicated the reported issue. Physio observed that all 4 battery pins were loose. Physio replaced all 4 battery pins to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device rebooted itself while monitoring a (B)(6) female patient. As a result, defibrillation therapy may not be available, if it was needed. There were no adverse effects to the patient as a result of the reported issue.